Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated sodium (na) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control results were within the customer's expected ranges. Repeat of the same sample yielded the expected result. Hsc observed that the customer was using a sensor lot that had expired on (B)(6) 2023 at the time of the event. The customer replaced the sensor to a new lot. A potential product issue was not identified. The cause of the event is unknown. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated sodium (na) patient sample result was obtained on a dimension exl 200 system. The falsely elevated result was not reported to the physician(s). The same sample was reprocessed on the same dimension exl 200 system. A lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) result.